Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to grant visitor access. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the server had an issue where nurse was unable to grant visitor access, a technical support specialist (tss) identified that the issue occurred because the temporary visitor access generated the error user already has access. The tss advised the customer to follow knowledge article (ka) user tied to deleted roles cant receive temporary access for the area. The tss instructed the customer to log in to remote support service, navigate to packages, and search for the package 10000375563 00 medes pases 1.6.1 find visitor user script (build 4). The customer was directed to select the package, create a new deployment, enter the required details, add the target device, and start the deployment. The tss ran the hotfix on the specific stations and notified the customer to verify. The customer confirmed that no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to grant visitor access. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.